Event description:
It was reported that the pressure drops on the zimmer ats 3000 then picks back up. The motor sounds like it is continuously running. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 2 years old and was last returned to the MFR for repair on (B)(4) 2012. Observation of the unit revealed that it functioned properly on ac and dc. No leaks were observed and the motor of the unit did not run constantly as reported. The device met all functional standards. The associated cuff was not returned with the device. A minor leak in the cuff could have caused the observed issue. However, it cannot be verified since it was not returned. Cause of customer's complaint cold not be determined as it was not duplicated. The device was serviced and returned to the customer.